Event description:
It was reported that the patient underwent a discectomy. It was reported that pin at the distal tip of the instrument, which acts as the joint for the upbiting jaws, seems loose. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Evaluation visually and optically identified partial slippage of the pivot pin. Optical examination did not identify witness marks on or around pin. The age of the product does suggests this is not an acute manufacturing issue. We are unable to determine root cause from the available information.